Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm approximately 19 months ago. Vessel morphology at the time of implant was not reported. It was reported that a follow-up CT showed that the stent graft had migrated about 1 cm distally and that, at the time of migration, the aortic neck was almost non-existent and severely angulated at 90 degrees. In addition, there is substantial thrombus and a slight type I endoleak on the posterior side of the aneurysm sac. The cause of the migration was disease progression and aortic neck angulation. The physician has elected to intervene for the endoleak and migration with a stent graft cuff to be implanted at a later date. No further details have been provided.

Manufacturer narrative:
Evaluation results/conclusions: (endoleak, migration), (disease progression, thrombus in the aneurysm sac, and a severely angulated aortic neck). (Intervention required).